Event description:
During implant procedure, the helix of the right atrial (ra) leadless pacemaker (lp) was found stretched. The ra lp was not implanted and a new ra lp was successfully implanted. The patient was stable.